Event description:
A malfunction alarm identified as malf 12 was reported. There was no adverse impact to the customer's blood glucose level. Technical support provided the customer with instructions to reset the pump, which successfully resolved the issue, allowing the customer to continue using the pump. The customer was advised to contact support again if the malfunction recurs, and acknowledged the instructions.